Event description:
The following information was reported to aci: the stick location was above the bifurcation. The deployment of the mynxgrip (6f/7f) device was "perfect", according to the staff. The physician was going to have the nurse practitioner hold for 10 minutes due to a complex intervention and anticoagulants on board. When the nurse practitioner moved and took her hands off the patient's groin, blood was pulsating (with arterial pressure) out of the patient's groin/skin. Patient de-sated and pulse and pressure dropped. The patient was given atropine and pulse increased but pressure was still low. Manual compression was held for at least 45 minutes. An ambulance was called, the patient was admitted and ended up being transfused.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined a review of the lhr was not possible as the lot number was not provided.